Manufacturer narrative:
A review of the complaints database reveals no other reports received on this device lot number. A follow up report will be submitted at the completion of the investigation into this event. Atrium medical consulted with an independent clinician on this report. He stated that it is unlikely that the mesh caused the infection; the procedure is associate with a small, but finite risk for surgical site infection. In that the infection was superficial and seems to have responded to non-operative modalities, it is unlikely that the mesh is currently involved in the infectious process.

Event description:
St. Jude reported that they received a report from (B)(6) hospital that c-qur mesh was placed in around umbilicus. The patient complained of pain (no fever), the physician suspected that the patient may have an infection. Antibiotic was prescribed. Signs of infection were redness, pain, no fever. Infected part was surface layer under the skin. It didn't effect to the mesh and the physician didn't consider re-surgery. No influence on daily life. Patient history unknown. The part of abdominal incisional hernia was under the umbilicus. Its size was small. The physician considered suturing closure as treatment, however this mesh was placed in the abdominal cavity. After treatment of loxonin, the patient has no pain.